Event description:
It was reported that during a pulsed field ablation procedure "entanglement occurred in which the nose protruded outside from between electrodes 1-9", the array was noted to be "flipped". It was slowly reformed but there was no improvement. It was removed from the body and manual correction was attempted but deformation of the catheter was confirmed. The catheter was replaced and the procedure continued. After pulmonary vein isolation and posterior wall isolation, a gap in potentials was confirmed at the roof vein (rv) segment. Touch-up was attempted but the region was concave and the contact was poor. Touch-up was then performed using radiofrequency (rf) with another manufacturer's catheter. During the fourth rf ablation, gradual blood pressure decline was recognized and echocardiography was used to confirm pericardial effusion and cardiac tamponade. After pericardial drainage, blood pressure stabilized. The patient was transferred to the intensive care unit. The procedure was aborted under general anesthesia. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.